Event description:
It was reported that the customer went to the emergency room and was hospitalized due to high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was above 500 mg/dl. Caller stated that the customer was having battery problem with her insulin pump prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error alarm during rewind due to corroded motor home switch. Unable to perform the displacement, basic occlusion, occlusion, prime, and excessive no delivery, operating currents and off no power alarm due to motor error alarms. Unit had moisture damage on the electronic assemble, cracked tube threads and lip, cracked case at display window corners. Unit was received without original belt clip.